Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/06/2016 with the following findings: investigation revealed a crack in the battery compartment from thread area to case seal. The audio bolus button was found to be unresponsive. The audio bolus button cover was removed and the button slug was missing. Unrelated to the complaint, investigation revealed that the pump cover was cracked between the corner of the display lens and the case seal. A crack was also observed in the case between the case seal and keypad. (B)(6). Serial #: (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed a crack in the battery compartment. Evaluation also revealed that the audio bolus button was unresponsive and the button slug was missing. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 08/06/2016.